Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant iis stent graft system was implanted in a patient for the endovascular treatment of a symptomatic ruptured 70 mm abdominal aortic aneurysm. It was reported that during the procedure an occlusion balloon was placed in the aorta from the right side at the level of the celiac artery. The endurant iis bifurcated stent graft was then placed, through the left common femoral artery, to the level of the renal arteries. It was reported that when the balloon was released to complete an angio run the patient destabilized and the patient¿s blood pressure dropped. After the bifurcated stent graft was deployed and the delivery system removed the physician determined that the left common iliac artery had ruptured. An endurant ii aui stent graft and two endurant ii stent graft limbs were then implanted, and it was reported that the patient stabilized. It was reported that after a right to left femoral bypass was completed later that day, the patient destabilized and expired. As per the physician, the cause of the ruptured left common iliac artery was due to the patient¿s poor access vessels which were small and diseased. The patient¿s death was due to the ruptured abdominal aneurysm and the ruptured left common iliac artery. No additional sequelae were reported and the patient has expired.